Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000182388.

Event description:
It was reported that the patient experienced inadequate coverage. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads attributed to the issue.